Event description:
It was reported to philips that the ECG equipment is broken. Patient involvement is currently unknown, and additional details are being requested. There was no adverse event to patient or user reported.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty lead and trunk ECG cables. Based on the conclusion of the investigation, it was determined that this was a malfunction of the lead and trunk ECG cables. The lead and trunk ECG cables were replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.